Event description:
It was reported that there were firing issues with the egia handle, specifically it was difficult to fire. The product did not work properly and was replaced with a new reload to resolve the issue. No patient complications have been reported as a result of this event. Medtronic's initial evaluation of the incident device found that the I beam did not retract when the retraction knobs were pulled into home position.

Manufacturer narrative:
D10 concomitant medical products: unknown endo gi, unknown endo gia instrument (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d3 (MFR name and address), d4 (UDI#), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was pre-fired and engaged in interlock. Staples were protruding from the proximal end of the staple cartridge channel. A blowout plate appeared broken. Functionally, the reload was loaded into a representative instrument. The reload was partially cycled to investigate the gap between the sled and I-beam. The interlock was overridden and the reload was applied to test media. All staples were placed and the test media was cleanly transected. A bend in the laminates was noted. The I-beam did not retract when the retraction knobs were pulled into home position. The reload was removed from the instrument. The I-beam was manually retracted and jaws were opened. The reload was reloaded into a representative instrument. The reload was able to be cycled repeatedly. It was reported that the device was difficult to fire. The reported issue was confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.